Manufacturer narrative:
On 23-nov-2016, an fse conducted on-site follow-up with the customer. The fse determined that the eki board was faulty. The eki board was replaced and aligned successfully and the instrument returned to normal operation. The most probable cause of the reported event was due to a defective eki board. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2016, a customer reported level sense errors with their aia-600ii analyzer. The customer is unable to run pth patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.